Event description:
It was reported that this is the second call for error 1870. Batteries were removed and reinserted after 10 seconds. Pump restarted and a registered nurse stayed on the line to confirm medication delivery without presence of alarm. Alarm returned when medication dispensed. Patient was not affected. There was no patient injury reported. No additional information.

Manufacturer narrative:
Device evaluation: no product returned. Most probable cause due to improper user interaction with the product. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product was returned however the pumps operators manual indicates see user manual section references that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states section watching power up if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.